Manufacturer narrative:
Evaluation: results - the device was tested and passed all functional (continuity and resistivity) test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011 and during procedure, it was found by the doctor that the impedances were invalid. A new lead was used to complete the procedure and the patient had stimulation.